Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative visited the site and reported that while testing the system both monitors were working. The medtronic representative then stepped through the software to continue and the system became unresponsive along with the mouse and keyboard were not responding; the keyboard lights were flashing. The medtronic representative performed a hard shutdown, when the system rebooted the computer fans were cycling and there was no signal on either monitor. The medtronic representative then shut down the system again, switched electrical outlets and rebooted, without resolution. RMA issued. Replacement computer shipped to site on 11/25/2015. A medtronic representative replaced the computer and performed a navigation system check-out, all areas passed after the computer replacement. No further relevant issues reported. Medtronic investigation of returned suspect computer is ongoing.

Event description:
A site representative reported that there was no video input the either monitor of the navigation system. The staff monitor displayed the message: "no input detected". The site representative rebooted the system without resolution. There was no patient present when this issue was identified.